Event description:
The customer, a biomed, contacted physio-control to report that paddles lead ECG would not work intermittently on their device. The biomed further explained that it mostly occurred when wiggling the therapy connector. If paddles lead ECG is not working properly, the device may not be able to sense the patient and provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.